Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Please note an additional device implanted and related to this event: 06225416/tg3710.

Event description:
On (B) (6), 2008, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B) (6), 2010, the patient had a routine follow-up computed tomography angiography and revealed aneurysm growth of approx 10mm. The physician has decided to take a wait and watch approach at this time.